Manufacturer narrative:
Additional information received reported the excess fluid on the patient¿s brain had not been resolved as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that on (B)(6) 2017, the patient had incontinence and was unconscious. According to the report, the doctor took anti-inflammatory measures on the patient. It was stated the patient underwent a CT examination, and it displayed that there was still too much brain fluid on (B)(6) 2017. Reportedly, the patient was currently hospitalized in the hospital, and there was still an excess of brain fluid.

Manufacturer narrative:
Additional information received reported the excess fluid on the patient¿s brain had not been resolved as of (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.